Event description:
The customer stated that she is fragile diabetic and was having discrepancies with her contour meter readings. Two days earlier, she alleged that she suffered from severe low blood sugar due to her meter readings. She stated that she stumbled to bed and was unable to reach her glucotabs. No additional info was provided about the event. The test strips were returned for eval. Replacement test strips and a new meter were sent to the customer.